Event description:
It was reported that during a scheduled pulse generator change out procedure, the device exhibited backup vvi operation after being exposed to electrocautery. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis found the device was received in backup mode which was consistent with behavior associated to exposure to electrocautery during the explant procedure. The device had reached normal elective replacement indicator.